Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.

Event description:
The customer reported via email the tube was presenting a low pressure cuff and that a hole in the cuff was observed. No further details provided. Covidien is attempting to collect further details surrounding circumstances of this report.